Event description:
It was reported that the patient presented to the clinic following four shocks over the past few months. The patient had also heard the alert tone for some time. Upon interrogation, high impedance and oversensing were noted and there was noise. No capture was seen in the lead at maximum programmable outputs. A lead fracture was suspected. The device was reprogrammed until the lead could be capped and replaced. During a post procedure follow up visit the patient was noted to be in atrial fibrillation. No further patient complications have been reported as a result of this event.

Event description:
Asku

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary (B)(4): the actual device was not received for evaluation. Performance data collected from the device was analyzed and revealed the following: impedance - high resistance/impedance; 1- patient alert for rv.pace lead z >3000 ohms on (B)(6) 2010; weekly pace lead impedance trend data shows an abrupt increase for min and max rv pace= 880 to 16382 ohms peak between (B)(6) 2009 and (B)(6) 2010; sensing - oversensing; 25 - ventricular nst<=210 ms average v-cycle between (B)(6) 2010 and (B)(6) 2010; 2 - vf<=170 ms on (B)(6) 2010; sensing - interference/noise; ventricular short interval count v-sic=533.9 counts avg/day, in 208 days, between (B)(6) 2010.